Event description:
It was reported that the patient had an advance xp implanted on (B)(6) 2019. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted on (B)(6) 2020 as the level of incontinence had not changed. The patient was well and recovering.